Manufacturer narrative:
Called the customer on (B)(6) 2016 and the customer refused repairs. The customer stated that they have put the ventilator aside since the incident occurred and it will not be in service until they decide to get the ventilator repaired.

Manufacturer narrative:
(B)(4). Carefusion attempted to have the device returned for evaluation, but the customer did not respond. If additional information becomes available, it will be submitted in a follow up report.

Event description:
The customer reported that the ventilator was making a "strange clicking sound" and was also giving "short delivery" while on a patient during a transport. The customer also reported that there were no alarms and the patient's oxygen levels began to desaturate. The customer claims there was no further harm to the patient.